Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.no further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 53. The patient was sent to the emergency room and the sample was repeated. The repeat result was 7.5, which was designated as more in line with the patient's previous results. The units of measurement were not provided.

Manufacturer narrative:
The reagent lot number is 64240500. The expiration date was not provided. The field service engineer (fse) checked the instrument, cleaned the wash area, replaced the gear pump head, flushed the pro cell, cleaned the mixers and the paddles, primed the reagents, and ran instrument checks successfully. The customer performed qc successfully. The investigation is ongoing.